Event description:
The customer reported error code e116 (otv error) occurred on the subject device during preparation for an unspecified procedure. Additional details were requested regarding the reported event. No additional information was provided by the customer. There was no effect on the patient due to the event.

Manufacturer narrative:
Device manufacturer date: the customer was unable to provide the serial number for the device. Without the serial number, the manufacturing date could not be determined. The customer reported that the error appeared to resolve itself and the suspect device was not sent to olympus for evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the service manual indicates error e116 is likely caused by a communication repeat (central control unit fault) and confirmed that it was a message caused by a central processing unit fan-stop, graphics processing unit fan-stop, or dual in-line memory module/graphics processing unit/central processing unit/mainboard/solid-state decoupler power failure. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.